Event description:
It was reported that the customer was hospitalized with heart palpitations and high blood glucose levels. The reported blood glucose reading was 670 mg/dl. The customer's last infusion set change was on (B)(6) 2011. The caller did not have any supplies with him at the time of the call, and was unable to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.